Event description:
It was reported that patient had experienced a change in therapy. It was stated that the healthcare provider (hcp) "had been advised a few months ago that something was not working right with the pump, being the patient had a lot of stiffness." There was concern that the patient's pump might not be the right treatment for the patient's symptoms; and there was frustration with issues the patient had had with it. It was further added that the hcp advised "a while ago" to start weaning the patient off oral baclofen and as a result the patient experienced withdrawal in the past. Due to increased stiffness, the patient visited their physician on (B)(6) 2012. The hcp determined no medication was flowing from the catheter and ordered x-rays to be performed. It was noted that "someone" indicated an x-ray revealed that the catheter was disconnected from the pump; however the "hcp knowing this still refilled the pump and gave the patient a bolus of meds through the pump on (B)(6) 2012." A friend/family member of the patient was concerned that it was unknown where the meds were actually flowing in the patient's body. Following the hcp prescribed bolus and pump refill, the patient got extremely sick and started heaving on (B)(6) 2012. The patient had "a lot of stiffness" which started to get a little better last night and this morning due to giving the patient oral meds. It was requested that the pump be removed at the time of an upcoming spinal fusion surgery. It was noted that the hcp's office just advised that they received equipment to check the catheter port. A follow-up report will be sent if additional information becomes available.

Event description:
It was also reported that the catheter was ¿obviously snapped off because--. Right, I mean, we put him back on the oral baclofen and he seems to be getting a little bit of relief from that.¿ it was also stated that the catheter couldn't be aspirated , "it's the catheter they can't--they couldn't get a drop out of the catheter port." The patient is only sleeping 45 minutes at a time. The patient has been in a lot of pain and has had a lot of stress. It was also stated that it is a" baclofen pump."

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. Catheter: model: 8591-38, lot# c81917, implanted: (B)(6) 2011, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).